Event description:
The following has been reported: at 1341 today ((B)(6) 2023), while trying to clear a back-priming occlusion, pump received pump problem alarm. Hard reset performed. A 15-minute primary infusion test completed post reset without incident, and pump put back in service. A review of the logs shows that this was a resistor coupling timeout. Further investigation reveals that this is a software anomaly related to the inability to couple the resistor knob leading to incorrect alarm annunciation that causes delay of therapy. Failure to couple with the resistor knob can sometimes result in a fail-stop alarm, rather than a tubing set misloaded alert as expected. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.